Event description:
Per literature publication titled, "multifragmented inspace balloon with foreign body-induced inflammation: a case report", by abdelkader shekhbihi, m.d. The patient, a 58-year-old female, underwent rotator cuff repair involving the supraspinatus and subscapularis tendons of her right shoulder 11 months ago at an external facility. Following a re-rupture, a second surgery was performed 7.5 months later, involving reconstruction of the supraspinatus and infraspinatus tendons along with the placement of a subacromial inspace balloon at the same facility. However, 4 weeks after the 2nd procedure, she experienced worsening shoulder pain and progressive functional decline, prompting her to later seek consultation at our outpatient clinic. She reported increasing weakness and severe mobility restrictions, primarily an inability to actively raise her arm...severe range of motion restriction was observed, with pseudoparalysis during elevation...the external rotation lag test was negative, while the subscapularis test revealed only mild weakness with slight functional impairment. Magnetic resonance arthrography of the right shoulder confirmed a second re-rupture of the supraspinatus and infraspinatus tendons...we recommended another posterosuperior cuff reconstruction attempt with potential semitendinosus tendon autograft interposition (strings technique). The surgery was performed four months after the last procedure during which the inspace balloon was inserted...extensive obliteration was noted, with multiple balloon fragments scattered throughout...microbiological analysis of the biopsy samples did not reveal bacterial infection. Histopathological examination identified a surface with up to three cell layers, underlain by a fibrotic stroma with extensive fibrin exudation and moderate chronic inflammation...the final histopathologic diagnosis confirmed foreign body induced chronic inflammation, fibrosis, and eosinophilic infiltration, attributed to the retained balloon fragments.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign body-induced inflammation probable root cause: application contamination of instruments, patient reaction/allergy sensitivity with or surgical procedure introduces active/latent infection, use of contrast media, use of more than one implant within the shoulder, wrong patient selection, general reaction to procedure, use past device/packaging shelf life, user contaminates device during aseptic transfer, rough transportation/handling of sterile packaging, re-use of single use device. The reported failure mode will be monitored for future reoccurrence.

Event description:
Per literature publication titled, "multifragmented inspace balloon with foreign body-induced inflammation: a case report", by abdelkader shekhbihi, m.d. The patient, a 58-year-old female, underwent rotator cuff repair involving the supraspinatus and subscapularis tendons of her right shoulder 11 months ago at an external facility. Following a re-rupture, a second surgery was performed 7.5 months later, involving reconstruction of the supraspinatus and infraspinatus tendons along with the placement of a subacromial inspace balloon at the same facility. However, 4 weeks after the 2nd procedure, she experienced worsening shoulder pain and progressive functional decline, prompting her to later seek consultation at our outpatient clinic. She reported increasing weakness and severe mobility restrictions, primarily an inability to actively raise her arm. Severe range of motion restriction was observed, with pseudoparalysis during elevation.the external rotation lag test was negative, while the subscapularis test revealed only mild weakness with slight functional impairment. Magnetic resonance arthrography of the right shoulder confirmed a second re-rupture of the supraspinatus and infraspinatus tendons...we recommended another posterosuperior cuff reconstruction attempt with potential semitendinosus tendon autograft interposition (strings technique). The surgery was performed four months after the last procedure during which the inspace balloon was inserted. Extensive obliteration was noted, with multiple balloon fragments scattered throughout. Microbiological analysis of the biopsy samples did not reveal bacterial infection. Histopathological examination identified a surface with up to three cell layers, underlain by a fibrotic stroma with extensive fibrin exudation and moderate chronic inflammation. The final histopathologic diagnosis confirmed foreign body induced chronic inflammation, fibrosis, and eosinophilic infiltration, attributed to the retained balloon fragments.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
Per literature publication titled, "multifragmented inspace balloon with foreign body-induced inflammation: a case report", by abdelkader shekhbihi, m.d. The patient, a 58-year-old female, underwent rotator cuff repair involving the supraspinatus and subscapularis tendons of her right shoulder 11 months ago at an external facility. Following a re-rupture, a second surgery was performed 7.5 months later, involving reconstruction of the supraspinatus and infraspinatus tendons along with the placement of a subacromial inspace balloon at the same facility. However, 4 weeks after the 2nd procedure, she experienced worsening shoulder pain and progressive functional decline, prompting her to later seek consultation at our outpatient clinic. She reported increasing weakness and severe mobility restrictions, primarily an inability to actively raise her arm...severe range of motion restriction was observed, with pseudoparalysis during elevation...the external rotation lag test was negative, while the subscapularis test revealed only mild weakness with slight functional impairment. Magnetic resonance arthrography of the right shoulder confirmed a second re-rupture of the supraspinatus and infraspinatus tendons...we recommended another posterosuperior cuff reconstruction attempt with potential semitendinosus tendon autograft interposition (strings technique). The surgery was performed four months after the last procedure during which the inspace balloon was inserted...extensive obliteration was noted, with multiple balloon fragments scattered throughout...microbiological analysis of the biopsy samples did not reveal bacterial infection. Histopathological examination identified a surface with up to three cell layers, underlain by a fibrotic stroma with extensive fibrin exudation and moderate chronic inflammation...the final histopathologic diagnosis confirmed foreign body induced chronic inflammation, fibrosis, and eosinophilic infiltration, attributed to the retained balloon fragments.

Manufacturer narrative:
Please note that the g3: reportability awareness date for the initial MDR is actually 08may2025, not 11may2025.